Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2011, the patient presented with unstable angina and was diagnosed with inferior st elevation myocardial infarction (mi). The patient was referred for cardiac catheterization which revealed two target lesions. The first target lesion was a 97% stenosed de novo lesion that was 35mm long with a reference vessel diameter of 4mm and was located in the mid right coronary artery (rca). The first lesion was treated with predilatation and placement of a 3.00mm x 38 mm taxus element drug eluting stent. Following post dilatation, residual stenosis was 0%. The second target lesion was a 75% stenosed de novo bifurcated lesion that was 25mm long with a reference vessel diameter of 3mm and was located in the distal rca. The second lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm taxus element stent. Post deployment a dissection was noted. This was treated using a 2.25x12mm taxus element stent in an overlapping manner. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).